Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot n° 7115558. On january 28, we received 2 opened samples- the samples were placed in a simulation bath from january 28 until february 03- and before, inflated the balloons with osmosis water. At the exit of the test the balloons were still inflated. The balloon burst issue is known and monitored on a monthly basis, a possible root cause is a weakness area in the silicone material of the balloon.

Event description:
According to the available information, the balloon burst when cuffing.